Event description:
Customer reports the following: "pump was due for inspection. Replaced rfid battery, as well as the internal lithium battery pack and the pump membrane. Changed the air detector board to fix the air in line error. Upgraded software, performed calibration and all tests. Verified accuracy and that the pump was located using the pump location software. All tests okay, returned to service." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.